Event description:
It was reported that the pump generated alert 38 indicating a motor stall during use, after which the users replaced the cartridge but not the tubing and subsequently performed guided supply changes that allowed therapy to resume without recurrence of the alert. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the users and analysis of information they provided. Investigation of this case revealed a mechanical problem associated with a consecutive motor stall condition. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.